Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a battery out limit. Customer was unsure whether or not the battery was out for longer than ten minutes. Customer reported having a high blood glucose level that she was able to bring down to 400 mg/dl and a low blood glucose level of 39 mg/dl which she treated. No further information was provided.